Manufacturer narrative:
Clarification for d.1, d.2a, d.2b, d.4: device is unknown, whether it is saline or silicone gel. Defaulted to saline. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported, that right side breast is "ruptured". "Swollen abnormally", and "painful". The device remains implanted.